Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - telemetry problem. Programmer data for s2d file (B)(4) shows "wireless telemetry no longer available".

Event description:
It was reported that during device interrogation there was an observation of wireless telemetry no longer available. There was no intervention and the device remains in use. No patient complications have been reported as a result of this event.